Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate control solution results. The reporter claimed obtaining a control solution result of ¿144, 146 and 140 mg/dl¿ which fell outwith the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.